Manufacturer narrative:
Upon review during investigation, this complaint is not reportable. The customer did not allege any adverse event, and the device problem of a "hair line crack on the push plate cover" is not likely to cause or contribute to an adverse event per the manufacturer's current risk assessment. Olympus will close this complaint as not reportable.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue. The fse confirmed the hair line crack on the push plate cover. Cover was replaced. Additionally, the fse removed and replaced connector t unit according to the technical guide to resolve the minor chip issue. The equipment was repaired and verified according to specifications. Software attributes were verified and confirmed. Equipment passed the electrical safety test. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the push plate cover on an endoscope reprocessor had a hair line crack. There was no patient involvement or injuries reported. No additional information has been obtained.